Event description:
The report received indicated that during a coronary procedure, the physician placed a cypher stent in the proximal left anterior descending (lad), then the physician was placing a second cypher stent in the mid lad; however, after inflating the balloon, the stent migrated from the original position. There was no treatment given; however, the event is ongoing. Further info indicated that at the time of the procedure, the pt was experiencing a myocardial infarction.

Manufacturer narrative:
The product is not available for evaluation, as it remains implanted. Add'l info has been requested, and will be submitted within 30 days upon receipt.